Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and photos were available for evaluation. Visual inspection noted that the reload was fully fired with the interlock engaged. The clamping mechanism was deformed. The reload had damage to the cutting edge of the knife blade. Functional testing noted that the reload was loaded into a representative instrument. The interlock was overridden, the reload was cycled without hesitation or binding and was applied to test media. The test media was transected. The reload interlock was tested and found to function properly. It was reported that there was an issue with staple formation and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: when positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the reload did not staple correctly; fired unevenly across the stomach, resulting in staples that were uneven and not formed correctly. The staple line was incomplete centrally, and in some areas, staples did not deploy, resulting in cut tissue without staple formation. The remnant tissue was not sealed sufficiently and ruptured during removal. A hematoma formed, and the surgeon had to oversew the incomplete staple line as a surgical intervention. The case was delayed for an extra hour due to the need for oversewing, and the patient hospitalization was extended by two days.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric sleeve procedure, the reload did not staple correctly; fired unevenly across the stomach, resulting in staples that were uneven and not formed correctly. The staple line was incomplete centrally, and in some areas, staples did not deploy, resulting in cut tissue without staple formation. The remnant tissue was not sealed sufficiently and ruptured during removal. A hematoma formed, and the surgeon had to oversew the incomplete staple line as a surgical intervention. The case was delayed for an extra hour due to the need for oversewing, and the patient hospitalization was extended by two days. Suturing was performed as staple line reinforcement. It was also noted that the patient had been discharged.